Event description:
A message was received via social media indicating that a patient is experiencing an increase in seizures that are more intense than usual and they are needing a battery replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.